Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that after a female had a glaucoma stent implanted, she developed hypotony, decreased vison and maculopathy. The patient underwent a secondary surgery to occlude the stent with a suture. Additional information has been requested.